Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device via 8fr sheath was attempted in a common femoral artery using the preclose technique prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, no blood flow was coming from the marker lumen. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than an 8.5fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
An additional proglide device was returned in the pre-deployed position, with blood in the guide wire exit notch indicating the device was inserted into the patient anatomy but not deployed. No additional information was provided.

Manufacturer narrative:
The additional device referenced in b5 is filed under a separate medwatch report number. The device was returned for analysis. The reported ¿no blood flow was coming from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: correction - lot number, h4: manufacturing date